Event description:
It was reported that the patient is being considered for a right hip revision approximately 16 years post-implantation due to pain. The patient was noted to have age-related bone deterioration. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: trilogy fm acet shl 52 od univ. Item: 00620005220. Lot: 61486663. Femoral head +3.5x28mm dia. Item: 00801802803. Lot: unknown . Xlpe 10d polyliner 50/52/54x28. Item: 00631005028. Lot: 6193043. Unknown stem. Item: unknown. Lot: unknown . Unknown screw. Unknown screw. G2: foreign ¿ spain. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.